Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted (B)(6)2005, 5568-53 lead, implanted: (B)(6) 2005. (B)(4)

Event description:
It was reported that the device had unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.